Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high pacing impedance, low defibrillation impedance and episodes of undersensing due to low sensing were noted on the right ventricular (rv) lead. Fluoroscopy was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.